Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call indicating high blood glucose readings, failed battery test and battery out limit alarm from the insulin pump. The customer's blood glucose reading was 520 mg/dl. The customer treated with a bolus. The customer's current blood glucose is 456 mg/dl. The customer was not sure if she got too much insulin. While troubleshooting for failed battery test, the customer received battery out limit. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.